Manufacturer narrative:
(B)(4).

Event description:
It was reported that connection loss occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be signal loss, of which the probable cause could not be determined. The reported event of connection loss is reportable based on the finding of signal loss over one hour. No injury or medical intervention was reported.